Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 1 month and 4 days before the patient's death. Unfortunately, no information regarding the device or event were learned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states neonate patient received the following inform system/lab results within 10 minutes: 49 mg/dl/33 mg/dl, 64 mg/dl/47 mg/dl the comparisons were performed approximately 1.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.